Manufacturer narrative:
This event has been treated in (B)(6) as an incidence (internal code for customer complaint: (B)(4). As the defective unit was not available for inspection and the units from the archives of samples were free of defects, it was not possible to determine the root cause of the claimed defect.

Event description:
Dosi-fuser (grifols) is an elastomeric infuser that was implemented as a replacement for the cadd priszm pumps. Currently, we have approximately 5-10 patients per week that is using dosi-fuser. The typical regimen calls for the medication to be given over 46 hours. There is a standard deviation of plus/minus 10 percent variability for infusion time. Over a two-week period, 6 out of 14 patients experienced early completion of their infusions with the dosi-fuser, with completion times ranging from 5 hours to 9.5 hours ahead of schedule. With a planned infusion time of 46 hours, a standard deviation of plus/minus 10 percent would allow normal variation within 4.6 hours. Early completion times of 5 - 9.5 hours ahead of plan exceed the standard deviation. Internal investigation confirmed that the medications for infusion were prepared and packaged correctly and that the dosi-fusers were prepared correctly. Internal investigation also confirmed that nursing staff applied the dosi-fusers to the patients correctly and with the appropriate technique. None of the 6 patients experienced any harm, although the potential for harm exists and has been deemed significant enough to remove the dosi-fusers from service in favor of alternative means of home infusion.